Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that all of the buttons on the keypad were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: all of the buttons on the keypad were intermittently responsive and required multiple button presses to become engaged. There was no visible damage to the keypad. Contamination was found under all of the button contacts when the keypad was removed. The ok button contact was inverted. The audio bolus button also had an intermittent response and it was observed that the internal plug was misaligned and contamination was present when the cover was removed. Unrelated to the original complaint, the text on the display screen was dim and discolored. The contrast setting was increased to the maximum with little improvement observed.